Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Performance data collected from the associated device was also received and analyzed. Analysis was performed and no anomalies were found. Electrical resistance and cross continuity test results were within specifications. The analyst noted that the ventricular capture management (vcm) trend shows that the right ventricular (rv) lead threshold had been variable and rising throughout the data record until becoming high and/or out of range.

Event description:
It was reported that the right ventricular (rv) lead displayed rising and variable thresholds over the past year. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4574 implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Electrical resistance and cross continuity test results were within specifications. No anomalies were found.